Event description:
Caller reporting on the dreamstation device she has been using for a little over three years. She alleges sometime this year she started waking up with severe headaches and tightness around her chest, she felt pressure towards her back as well and it was difficult to breath. These symptoms according to caller kept getting worse and worse she eventually had to stop using the device. She had to rely on inhalers to manage her asthma and breathing. She went back to using the CPAP device about a month ago and she experienced the same adverse events. She heard on the news what other people experienced and she immediately stopped using the device. On september 8th she received a recall notice from philips respironics.